Manufacturer narrative:
The reported event of the guidewire punctured through the insulation was confirmed. Visual inspection of the lead found that the lead body was damaged at the s-curve region. The cause of the reported event was due to lead body being perforated by the guidewire, consistent with procedural damage.

Event description:
It was reported, that during an implant procedure. That the guidewire punctured the insulation of the left ventricular (lv) lead. The physician elected to complete the procedure with a different lv lead. The patient condition was stable.